Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-33, lot# va0fbuf, serial# (B)(4). Implanted: (B)(4) 2014. Product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-33, lot# va0fbuf, implanted: (B)(4) 2014. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient was going to have a replacement surgery on (B)(6) 2017 because the operation was done wrong and the leads were in the wrong place.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-33, lot# va0fbuf, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0fbuf, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that they did have the replacement surgery on (B)(6) 2017.

Manufacturer narrative:
The other applicable components are: product ID: 3889-33, lot# va0fbuf, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported the patient was implanted one week prior to report and the patient thought the test must have been in a better area, noting they did not have the same kind of results. It was stated the symptoms were nowhere near as good as the test. It was stated they had chronic fatigue syndrome and the patient burns energy. It was also noted they had a lot of pain in their legs. The stimulation was on a 10-on and 10-off cycle. It was noted the pain went down the leg and calf and toes. It was noted the patient had pain before the implant, but they also would get fatigued. It was not so much of a pain as it just constantly caused the muscles to pull. They tried to turn the stimulation down but then they did not get the results like they had before. It was stated the urinary was nowhere close to what it was during the test and the fecal was not as good. It was noted the patient wore out their legs. At one point, it hit the top of the patient¿s head. It was stated it would stimulate those muscles through the calf, leg and ankle. On (B)(6) 2017, they reported that they experienced a loss of therapy and was trying to get in contact with a manufacturer representative (rep) to change the programming. The therapy never worked for them and they have worked with a rep a few times. It was noted that the device was operating at 20% on the fecal and 0% on the urine. On (B)(6) 2017, it was reported that they were scheduled for an implanted neurostimulator (ins) and lead replacement on (B)(6) 2017. There were no further complications reported or anticipated.